Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the imaging system application software would not load. The viewing station of the imaging system computer was then replaced. It was noted that the back up thumb drive's data was corrupted. The configuration file was reloaded onto the viewing station of the imaging system computer and networking settings were updated on the system as well. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer for the viewing station of the imaging system has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system display was not functioning. It was reported that there was no input detected and that power was being delivered to the viewing station. The reported issue was discovered during testing. There was no patient present when this issue was identified. No additional information was provided.